Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) received a report from the customer stating customer was unable to log in to medication management. Customer mentioned that had just received an email from the training team and had already reported the issue to them. The customer indicated that the issue was likely internal and requested that the ticket be closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to log in to bd medication management. An error message displayed this was not a private site when the user entered their email address and password. The customer attempted to log in multiple times, but the error persists and prevents further access. The customer also noted that this issue affected only one user. However, there were no delays or adverse events or injuries reported based on this event.